Manufacturer narrative:
The reported event of an inadequate threshold was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. An internal short was present between conductor paths at the connector portion due to damaged insulation and coils which was consistent with procedural damage. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited a high capture threshold. The atrial lead was explanted and replaced. The patient experienced no consequences.